Manufacturer narrative:
Additional information: the esheath was returned to edwards lifesciences for evaluation. During visual inspection, scratches along the entire sheath shaft were observed. A white mark was also noted along the sheath shaft and the sheath was fully expanded as designed. No other abnormalities, such as sharp edges or other damages, were present. DHR review was performed on the work orders related to the manufacture of the device and components that could potentially contribute to this event. The work orders did not reveal any manufacturing issues that could have contributed to the event. During manufacturing, the esheath undergoes multiple 100% manufacturing inspections. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for damage on the sheath shaft was confirmed based on visual inspection. No manufacturing non-conformances which could have contributed to this event were identified in the returned sample. Available information suggests that patient factors (calcification) may have contributed to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the patient¿s access vessel mld was 6.0mm with moderate calcification noted. In addition to procedural factors (improper placement of closure device), patient factors (access vessel mld and moderate calcification) may have contributed to the iliac artery dissection and damage to the esheath shaft. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the patient¿s access vessel mld was 6.0mm with moderate calcification noted. In addition to procedural factors (improper placement of closure device), patient factors (access vessel mld and moderate calcification) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, following removal of a 16fr expandable sheath (esheath), an external iliac artery dissection was observed. Pta ballooning was performed two times. Percutaneous access was obtained in the left femoral artery. A 23mm sapien xt valve was successfully positioned and deployed. Following the removal of the esheath, surgical repair of the artery was required due to the improper placement of the proglide device. An external iliac artery dissection was also observed closer to central from the access site, resulting in luminal stenosis. The artery was ballooned for one minute, twice, with a pta balloon. No stenting of the artery was required. Angiography indicated blood flow and the procedure was completed. The access vessel minimal luminal diameter (mld) measured 6.0mm, with moderate calcification and none tortuosity reported. It was perceived that the dissection may have been caused by the withdrawal of the esheath or the improperly positioned proglide device.